Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump screen was dead without low battery alert. Customer did not called back after receiving a new battery cap. The inner part of battery compartment was rough and chip out. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No unexpected battery power loss anomaly noted during test. Device received with broken battery tube threads. The p-cap locks into the reservoir compartment properly noted. (B)(4).